Event description:
It was reported that the programmer touchscreen and pen would not calibrate. The programmer was returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. As a result the touchscreen was replaced. It was also noted that the handles were damaged and the media door was damaged. (B)(4).